Event description:
Nursing units and lab reported inaccuracy in the test strips. 'Err' message was appearing in the machines. New lot # and prog # used on same machine has no problem (l3360093 9/95 prog #2).